Manufacturer narrative:
Citation: r. Gooley. Transcatheter aortic valve implantation ¿ yesterday, today and tomorrow. Heart, lung and circulation. (2015) 24, 1149¿1161. Doi: 10.1016/j.hlc.2015.07.017 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature meta-analysis regarding transcatheter aortic valve implantation (tavi). All data were collected from multiple centers. The study population included an unspecified number of patients, an unspecified number of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: stroke, permanent pacemaker implant, and paravalvular leak (pvl). Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.